Manufacturer narrative:
The condition of failure code 810:11 was confirmed through the event history. The assignable cause could not be determined because the failure code was not duplicated during the evaluation. The ail pcb (air-in-line printed circuit board) calibration was verified to be within specifications. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
During baxter investigation, it was determined through the event history that failure code 810:11 occurred on (B)(6) 2010, during delivery causing an interruption of delivery. No patient injury or medical intervention has been reported. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of ?fc 810:11?. (B)(4).